Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high pacing threshold prompted lead repositioning. When repositioning was unsuccessful, the lead was extracted and replaced.